Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization was performed to treat a varicocele. During placement of the second coil, an attempt was made to reposition the catheter. Resistance was encountered during manipulation of the coil and catheter, and the coil stretched to the renal vein and then detached. No attempts were made to remove or reposition the coil and it remains implanted. There was no reported patient injury, additional intervention, or sequelae. The patient's condition is reported to be "fine."